Event description:
On (B)(4) 2012, medefil, inc. Was informed by our contract laboratory: (B)(4) USA that stability test pull at product expiration date (24 month) failed ph testing limits: 5.0 - 7.5. Final ph result was 4.8.

Manufacturer narrative:
An investigation is on going to determine the possible reason for the ph failure at the product expiration date. As of to date no complaint has been received on this specific lot. A follow up report will be filed once the investigation is completed.